Event description:
The pt is reportedly experiencing sound quality issues and intermittencies with his internal device. External equipment was exchanged and programming adjustments were attempted. However, this did not resolve the problem. Testing of the device showed that it is not functioning. Surgery to explant the pt's device will be scheduled.